Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as fatigue, weakness, vomiting, acid reflux, and lethargy. The customer was unable to self-treat and presented at a hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) who removed the device, obtained an unspecified hcp meter reading, and administered rapid-acting insulin (dose unspecified) as treatment for the diagnosis of diabetic ketoacidosis (dka). The customer was hospitalized for 4 days. There was no report of death or permanent impairment associated with this event.